Event description:
It was reported that during implant of the left ventricular (lv) lead, when the physician was positioning the lv lead with the guidewire inside of the catheter a change was felt in the feel of the catheter as it was being advanced in the coronary sinus and that the guidewire was moving differently and sticking. The lead was removed and contrast was injected and a large contrast stain was revealed indicating a perforation. Further attempts at placing the lv lead were abandoned and the lead was cut and capped and used as a pin plug. The patient's vital signs were stable, and no effusion was observed on an echocardiogram. The physician will re-attempt to place a lv lead in the future. No further patient complications have been reported as a result of this event.